Manufacturer narrative:
H6: updated. H3: one device was received. Device was visually inspected and the customer reported problem was able to be verified. It was considered that the event occurred before the component had been supplied to the manufacturer. A detailed investigation was requested from the supplier.

Manufacturer narrative:
H4: manufacture date is unknown; no information is available based on reported lot number.b3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the gas sampling line connection port is broken. The event occurred upon/before opening. There was no patient involvement.